Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's proportional valve was replaced to address the issue. In addition of the above evaluation, the device's replaced the blower assembly, blower bellows, blower mount, machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02 and muffler assembly due to contamination. Upgraded unit to current software version. Unit passed final test.